Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the rbc diluent dispenser pump, pm2, was damaged and was generating bubbles. The fse replaced the pump, which repaired the failing backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was failing backgrounds for platelet (plt) and red blood cell (rbc) counts during startup. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.